Manufacturer narrative:
Batch review performed on 18 march 2024. Lot 2202240: (B)(4) items manufactured and released on 04-may-2023. Expiration date: 2027-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved, batch review performed on 18 march 2024: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2308475. Lot 2308475: (B)(4) items manufactured and released on 02-may-2023. Expiration date: 2028-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2304469 lot 2304469: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-03-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review. Stem: sms solid 01.36.077 sms solid stem v2 lat size 2 (k201673) lot. 2008860 lot 2008860: (B)(4) items manufactured and released on 21-dec-2020. Expiration date: 2025-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721) lot. 2010033 lot 2010033: (B)(4) items manufactured and released on 09-nov-2020. Expiration date: 2025-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At 5 months from the primary, the patient came in due to signs of infection and the pathogen was unknown. The surgeon revised all medacta hardware and re-implanted permanent competitor product. The surgery was completed successfully.